Manufacturer narrative:
No conclusion code available. Premature battery depletion was confirmed by analysis. Analysis indicated high current drain from the rf module. This is consistent with high current caused by the zarlink ic on the rf module. The low battery condition was the cause of the reported field events of no capture and low lead impedance.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, the pacemaker exhibited premature battery depletion. The device exhibited loss of capture and low impedance on the right ventricular channel which was consistent with the battery's low voltage. On (B)(6) 2018, the device was explanted and replaced. No patient symptoms were reported. Patient was stable after the procedure.